Manufacturer narrative:
Corrected information: report source. Product code: dqx. Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control data, and a visual inspection was conducted during the investigation. One bentson plus fixed core wire guide was returned in a used condition. Coil is stretched 4.0 mm, at 10.2 cm from the distal end and 6.0 mm at 14.2 cm from the distal end. One kink is noted 19.8 cm from distal end. Weld at the proximal end is intact. Weld at the distal end is attached to the coil, but not the core. No defects in the coating are noted. 39 new tsfbp-35-145 wire guides were also returned in sealed containers. All 39 were inspected and no defects were noted. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Based on the information provided, inspection of the returned product, and the results of our investigation; a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that the outer coil of a bentson plus fixed core wire guide unraveled during an unknown procedure. It is unknown if this was observed upon removal from package or if it occurred post insertion into a 19 gauge needle while performing a procedure using seldinger technique a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.